Event description:
The customer stated the internal barcode reader on the abbott commander flexible pipetting center (fpc) is misreading pt sample barcode labels intermittently. The barcode labels are a combination of numeric and alpha-numeric. Sometimes erroneous symbols (%,$) are inserted but in some cases, an incorrect letter or number is inserted (e.g "5" is read as "6", "n" is read as "k").

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. The issue is occurring on 3 fpcs in one pod of instruments. The customer has a total of 9 fpcs. The abbott assay specialist has verified the barcode configurations on the fpcs are correct. The abbott field service rep (fsr) is also monitoring power issues at the account with noted construction that started on 05/15/06. The barcode labels are purchased from computype, are code 39 and are a combination of numeric and alpha-numeric. The labels are attached at the collection sites and are the ones used for testing. The tubes are read on the fpc, tests are run on the abbott commander parallel processing center (ppc) and the results are sent to the host from the ppc. The ids are not manually entered. The barcode misreads are found during the customer review process. Barcode labels from the customer have been submitted for internal abbott testing. These barcodes are from 2 vendors. Current testing has not recreated the issue. Testing of the barcodes has determined there are some defects in the barcodes, which includes smeared white spaces and bars that are on the narrow side of the width range. The labels from facility, are shorter than the computype labels. At the customer site, a shield has been placed in the barcode area to keep stray light out of the read area. A conference call was initiated on 06/06/2006 to discuss the barcode issues. The barcode misreads observed appeared to be a random occurrence. An abbott engineer requested the power supply to be replaced. Troubleshooting is continuing with the fsr to swap the location of a fpc and monitor issues. The fpcs will be placed on line monitors. The customer is to print out destination maps as they run assays to check to see if misreads are occurring during the actual read. The customer is to perform further checks on results and barcode readings on samples reported out. Troubleshooting is ongoing at this time. A review of the device history record indicates fpc passed all manufacturing requirements and was released for distribution on 12/18/1997. End of report.